Event description:
It was reported that the catheter was being placed into the patient's subclavian vein by a surgical resident in the surgical intensive care unit. The introducer needle and spring wire guide (swg) were inserted into the vessel without complications. The dilator and catheter were successfully used over the swg. While attempting to remove the swg through the distal lumen of the catheter, the physician encountered resistance. He continued to "pull back" on the swg until it unraveled. He continued to pull harder on the swg and could not remove it. He then "cut" portions of the swg until he was able to remove the entire swg through the catheter. The catheter was eventually also removed. As a result, a second kit was opened and that catheter was placed successfully using the same insertion site. It is unknown if there was a delay in treatment. There was no patient death and no patient complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.